Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: a review of the pump black box showed no evidence of battery life issue; no battery alarms observed. During investigation, no damage was found to battery compartment or the returned battery cap. No moisture/corrosion was observed in the battery compartment. The returned battery cap was able to fully tighten to the pump and power it on. Current draws measured within specification. The pump cover was removed and no moisture was found internally. There was no intermittent conditions found to the printed circuit board or cgm module. The complaint of a battery life issue was not duplicated during testing.